Event description:
It was reported by the customer for IV set alarm. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer for IV set alarm. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the reported issue of check IV set alarm was not confirmed as the reported devices were not returned for investigation and there was not enough information available. No devices were returned for inspection. No laboratory testing could be performed on the reported devices, as they were not returned for investigation. No device logs were provided for analysis. The bd alaris system user manual (v12.3.2) provides the following information regarding the check IV set alarm message, obtained from appendix a¿troubleshooting and maintenance, in the section alarms and alerts: meaning: the infusion set is not properly installed. Infusion stops on the affected module if running. Response: close the roller clamp, remove and reinstall the infusion set, close the door, open the roller clamp, and then press the restart key. The user manual also states in its inspection warnings to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. There was no patient involvement. Root cause: the root cause of the reported check IV set alarm could not be identified as the reported devices were not returned for investigation and there was not enough information available. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.